Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.